Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon reviewing the transmission, it was found that the device was misdiagnosing sinus rhythm as atrial fibrillation episodes on (B)(6) 2019. No intervention was performed. The patient was in stable condition and would continue to be monitored.